Manufacturer narrative:
One device was received for evaluation. Visual inspection confirmed the reported problem. Upon further inspection the motor is noted to be overdue to be replaced, and the downstream occlusion (dso) seal is delaminated. The motor and the dso seal were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.b3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the device had a damaged battery compartment. The issue was discovered during testing, there was no patient involvement. The device evaluation found the downstream occlusion seal to be delaminated.